Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show any system notices for the date of event. Bin files show that at least 17 injections were performed with the catheter. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that the patient was diagnosed with sinusitis post cryoablation procedure. The cryoablation procedure was performed on (B)(6) 2013. Post procedure, patient had maximum temperature of 101.7f. Patient denied any urinary symptoms after urinary catheter was discontinued. On (B)(6) 2013, patient had normal wbc on blood tests. Urinalysis on (B)(6) 2013 showed normal wbc with only few bacteria. Patient did have productive cough and expectorate was tan sputum. Chest x-ray on (B)(6) 2013 was normal. Patient saw his primary care physician on (B)(6) 2013 and was put on zithromax regimen for sinusitis. Follow up visit on (B)(6) 2013 showed symptoms had resolved and chest x-ray was normal.

Event description:
Information received by medtronic indicated that the patient was diagnosed with sinusitis post cryoablation procedure. The cryoablation procedure was performed on (B)(6) 2013. Post procedure, patient had maximum temperature of 101.7f. Patient denied any urinary symptoms after urinary catheter was discontinued. On (B)(6) 2013, patient had normal wbc on blood tests. Urinalysis on(B)(6) 2013 showed normal wbc with only few bacteria. Patient did have productive cough and expectorate was tan sputum. Chest x-ray on (B)(6) 2013 was normal. Patient saw his primary care physician on (B)(6) 2013 and was put on zithromax regimen for sinusitis. Follow up visit on (B)(6) 2013 showed symptoms had resolved and chest x-ray was normal. Additional information received 12/19/2013: CT performed 6 months post procedure showed pulmonary vein stenosis in the lspv (-77.6% narrowing). Patient reported to be clinically well with no chest pains, no shortness of breath, no palpitations, no dizziness, no syncope, no fever, no chills, no orthopnea and no paroxysmal nocturnal dyspnea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.